Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported of low battery alert, damage and off no power anomaly. The customer's blood glucose reading was 7.2 mm ol/l. The customer reported several battery issues. The customer mentioned that spring in the battery is completely loose and it came out. The customer received off no power with new battery insert. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a missing battery tube spring. Unable to verify for low battery, off no power and unable to perform functional checks, including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements due to the blank display. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.